Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 40mg/dl due to an unknown cause. No damage was observed to any of the pump supplies in use during this low bg level. Additionally, it was reported an occlusion alarm occurred. There was no reported adverse impact due to this issue. Due to the low bg experienced, the customer was subsequently hospitalized. While in the hospital, the customer received treatment in the form of dextrose and was released the following day.